Event description:
Caller reported that the t: slim x2 pump battery would not charge and the pump screen was dark, indicating a malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support advised trying different charging methods, but the issue was unresolved, leading to the decision to replace the pump. The customer reverted to manual injections for insulin therapy.